Event description:
On (B)(6) 2018,a 30mm amplatzer patent foramen ovale occluder was selected. During deployment, the left atrial disc would deploy in a "football" shape. The 30mm pfo occluder was removed and exchanged for a new 30mm pfo occluder. The second 30mm pfo would also deploy in a "football" shape. The 30mm pfo was removed and a 35mm amplatzer patent foramen occluder was successfully implanted. The patient did not experience any adverse consequences and remained hemodynamically stable throughout the procedure. The user does not believe this event had the potential to result in patient harm or injury and that patient anatomy did not attribute to device deformation.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The occluder was determined to meet functional specifications.

Event description:
On (B)(4) 2018, the company was informed that on (B)(6) 2018, a 30mm amplatzer patent foramen ovale occluder was selected for a procedure. During deployment, the left atrial disc would deploy in a "football" shape. The 30mm pfo occluder was removed and exchanged for a new 30mm pfo occluder. The second 30mm pfo would also deploy in a "football" shape. The 30mm pfo was removed and a 35mm amplatzer patent foramen occluder was successfully implanted. The patient did not experience any adverse consequences and remained hemodynamically stable throughout the procedure. The user does not believe this event had the potential to result in patient harm or injury. Per report, patient anatomy did not attribute to deformity.